Event description:
Gurkas e, akpinar ck, aytac e. Advance: an effective and feasible technique in acute stroke treatment. Interventional neuroradiology. 2017;23(2):166-172. Doi:10.1177/1591019916682358 medtronic literature review found a report of patient complications in association with a solitaire fr stent retriever, navien intracranial support catheter, and rebar microcatheter. The purpose of this article was to describe a novel technique named advance that is based on advancing a distal access catheter over the stent, and to report the initial results with this novel thrombectomy technique. Sixty-seven acute anterior circulation ischemic stroke patients (35 male, 32 female; mean age 61 years) who were treated by mechanical thrombectomy were included. Patients were classified randomly into two groups: patients treated with either the advance technique or standard technique. Procedures used either a solitaire fr or preset phenox gmbh stent retriever, and navien and rebar catheters. There were no advance technique-related complications. The article does not state any technical issues during use of the solitaire, navien, or rebar. The following intra- or post-procedural outcomes were noted:  - 9 patients died (mrs=6) within 90-days (5 with standard technique, 4 with advance technique).

Manufacturer narrative:
Gurkas e, akpinar ck, aytac e. Advance: an effective and feasible technique in acute stroke treatment. Interventional neuroradiology. 2017;23(2):166-172. Doi:10.1177/1591019916682358 see manufacturer report # 2029214-2023-00354 and 2029214-2023-00355 for other events from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.